Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "the instruments was cleaned and sterilized at the hospital on the day before surgery, a stain was found on the cloth that wrapped the instrument tray. The sterilization was determined to be inadequate, and cleaning and sterilization were performed again, but the same phenomenon occurred the second time. Finally, on the day of surgery, all instrument parts were removed from the instrument tray and individually cleaned and sterilized. This delayed the patient's entry into the operating room, which was scheduled for 12:00 p.m., by more than three hours".

Event description:
As reported: "the instruments was cleaned and sterilized at the hospital on the day before surgery, a stain was found on the cloth that wrapped the instrument tray. The sterilization was determined to be inadequate, and cleaning and sterilization were performed again, but the same phenomenon occurred the second time. Finally, on the day of surgery, all instrument parts were removed from the instrument tray and individually cleaned and sterilized. This delayed the patient's entry into the operating room, which was scheduled for 12:00 p.m., by more than three hours".

Manufacturer narrative:
Correction - please refer to d9 - the device was returned, g1 reporting contact, h6 (method, results & conclusion codes). The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The received tray is in extremely used condition as evidenced by a worn-out external surface and scratch marks. There are some whitish marks as well on the tray. There could be multiple reasons for such observations including residues of water after reprocessing, usage of hard brush during cleaning, handling and transport damages due to usage in the long term. The case was shared with the sterility team along with the available data and information provided by the customer: ¿from the available data I can see that there is a difference in the drying time at the customer site (20min) compared to stryker t&e labeling in IFU / ot-rg-1, where we recommend a drying time of minimum 30min. Shorter drying times are in the responsibility of the customer and must be validated by the customer. This could be the reason for the remaining moisture. Residual moisture test data with a minimum drying time of 30min according ot-rg-1 are available for the t2 basic short instrument tray and t2 basic long instrument tray. Acceptance criteria were passed. No residual moisture visible.¿ based on the investigation, the root cause was attributed to a user related issue. The event was caused due to non-adherence to the instructions mentioned in stryker IFU / cleaning, sterilization guide specifically for the drying time. Also, the device has been used and cleaned multiple times over a long period of time which resulted in the device being worn out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.